Manufacturer narrative:
One suspect pump was returned for evaluation. Upon reviewing the event history log (ehl), the reported error code was noted. Service history record was reviewed. Visual and functional tests were performed on the returned device. The probable cause of the reported problem is defective main board. It was resolved by replacing the mainboard. The device passed all functional tests after the repair.

Event description:
It was reported that the device displays system error during set up. There was no patient involvement.